Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time on the device was not advancing and the buttons were unresponsive. The caller mentioned that the screen was completely blank. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad flex connector on lcd. Connected the keypad flex connector. No frozen screen or blank display noted. The time advanced properly.